Event description:
During a laparoscopic cholecystectomy prodedure, the clips did not form properly and bleeding was observed. The surgeon applied another device to control the bleeding. The hosp has reported that no pt injury occurred.